Manufacturer narrative:
Conclusion: according to the patient report and in situ measurements, the patient had only 6 active electrodes, as 4 electrode channels were involved in short circuits and 2 were extra cochlea since implantation. During device investigation the reported short circuits could not be replicated. This is most likely due to the fact that the location of wires was shifted during explantation, and for that reason no short circuit could be detected. Possible causes to be considered include a technical defect of the active electrode as well as external mechanical influences. However a specific root cause for the reported short circuit could not be determined. Measurements in house are within specification. This is a final report.

Event description:
The patient was seen last year due to deterioration in the speech perception. Reprogramming was performed and the patient reported an improvement in hearing and sound quality. The clinic planned to monitor the patient. The patient has been re-implanted.

Manufacturer narrative:
UDI code not available for this device. Add'l info: according to the currently available info, it appears there is a problem with the active electrode. However, to determine an exact root cause, a device investigation at the explanted device is necessary. Further investigation will be performed as and when the pt undergoes explantation and device is received at headquarters.

Event description:
The pt was seen last year due to deterioration in the speech perception. Reprogramming was performed and the pt reported an improvement in hearing and sound quality. The clinic planned to monitor the pt. Recently, the pt was seen for programming review with a noted loss in the performance. A re-implantation is planned but a surgery date has not been set yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient was seen last year due to deterioration in the speech perception. Reprogramming was performed and the patient reported an improvement in hearing and sound quality. The clinic planned to monitor the patient. Recently the patient was seen for programming review with a noted loss in the performance. Re-implantation is considered but to date has not been scheduled yet.